Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the fill estimate was inaccurate after loading multiple cartridges. The customer declined to troubleshoot with tandem technical support. The customer's blood glucose level ranged from 200 to 300 mg/dl.